Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (batch no. 919013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain : chronic, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding : menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods)"), fatigue ("other injuries/symptoms : fatigue"), alopecia ("other injuries/symptoms : hair loss") and headache ("other injuries/symptoms : headaches") and was found to have weight increased ("other injuries/symptoms : weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and a cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fatigue, alopecia, headache and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for pain : chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), perforation, other injuries/symptoms : fatigue, hair loss, headaches, weight gain. Discrepancy noted in essure insertion date: (B)(6) 2012. Right-3, left 4 coils. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (batch no. 919013) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain : chronic, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding : menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods)"), fatigue ("other injuries/symptoms : fatigue"), alopecia ("other injuries/symptoms : hair loss") and headache ("other injuries/symptoms : headaches") and was found to have weight increased ("other injuries/symptoms : weight gain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and a cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fatigue, alopecia, headache and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for pain : chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), perforation, other injuries/symptoms : fatigue, hair loss, headaches, weight gain. Discrepancy noted in essure insertion date: (B)(6) 2012. Right-3, left 4 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain : chronic, dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("bleeding : menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods)"), fatigue ("other injuries/symptoms : fatigue"), alopecia ("other injuries/symptoms: hair loss") and headache ("other injuries/symptoms : headaches") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the uterine perforation, fatigue, alopecia, headache and weight increased outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, pelvic pain, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for pain : chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, apareunia, pelvic/abdominal, menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), perforation, other injuries/symptoms : fatigue, hair loss, headaches, weight gain. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received case becomes incident. Previously reported event injury nos removed. New events perforation, pain: chronic, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, pelvic pain, abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), other injuries/symptoms: fatigue, hair loss, headaches and weight gain was added. Product indication was added. Patient date of birth was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.